Event description:
After following surgical technique the stem woudl not seat fully and the canal had to be reamed an extra 0.5mm to make it fit.

Manufacturer narrative:
An evaluation of the device cannot be performed asd the device remained implanted in the patient and was not returned to the manufacturer. When completed, the evaluation summary will be submitted in a supplemental report.